Manufacturer narrative:
Device evaluated by MFR: the sv/4-4/4t/90 symmetry balloon catheter was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon leak located at the proximal balloon bond. A microscopic examination of the balloon material found that the balloon sleeve had completely detached from the proximal balloon bond. As per symmetry specification the rated burst pressure for this device is 15 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no damage or issues with shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 4.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the fourth inflation at 10 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 4.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the fourth inflation at 10 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.